Event description:
It was reported that a flipped pump was confirmed and the proximal segment of a catheter had kinked. They were unable to push dye through to check the catheter. The patient status was alive with no injury at the time of the report. The patient symptoms included pain at the device pocket. Additional information received reported that a diagnostic examination/palpation on (B)(6) 2015 found that the pump was moving freely in the pocket. The patient had increased pain in her back and left leg. A fluoroscopy was also done as a diagnostic on (B)(6) 2015 and it was found that the catheter was kinked. It was also noted that the patient¿s pain had been escalating. A device surgical repositioning/revision was done on (B)(6) 2015. The pump pocket was revised and the catheter was spliced. A diagnostic examination/palpation on (B)(6) 2015 found that the patient had no pain. It was reported that the etiology was related to the pump pocket and the lumbar portion of the catheter. The catheter kinked secondary to the device moving freely in the pocket. The event was not related to the implant procedure. The severity of the event was noted to be mild. The pump was infusing morphine. The event had resolved without sequela on (B)(6) 2015. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).